Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, technical support specialist (tss) investigation of server and station logs confirmed that the station had temporarily lost communication with the server, likely due to a server reboot, service downtime, or network-related dns timeout events, causing the station to enter a disconnected state and briefly transition into critical override. After server services recovered, synchronization resumed successfully, the station re-established communication with the server, upload and download activities returned to normal, and the station is currently operating as expected with no further issues observed. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machines were in critical override mode. The customer stated that all affected devices had been in critical override since the previous night. Manual reboots were performed on the machines; however, the issue persisted and the devices remained in critical override status. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.